Manufacturer narrative:
Corrected data found in section h6. Medical device problem code. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not performed as returns were not available. Device history record review was performed, which did not show any potential non-conformances, deviations, or non-conformances related to the issue under review. Trending review did not identify any trends. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect hbsag assay was identified.

Event description:
The customer observed false nonreactive architect hbsag results for one patient. The architect hbsag result was 0.00 iu/ml (nonreactive), and the nucleic acid result was positive. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not performed as returns were not available. Device history record review was performed, which did not show any potential non-conformances, deviations, or non-conformances related to the issue under review. Trending review did not identify any trends. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect hbsag assay was identified.